Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, complication in site preparation (oversized implant bed), mobility. Another implant has been placed successfully.